Event description:
It was reported that the right ventricular (rv) lead dislodged. Upon repositioning the physician obtained high threshold and undersensing. The lead was explanted and a new atrial lead implanted. After explant, the physician noticed tissue on the tip of the lead helix. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrs1, ipg, implanted: (B)(6) 2014. (B)(4).